Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery, battery / (B)(4)/ model #: 1650 / expiration date: 2017-01-31, (B)(4), device evaluation anticipated, but not yet begun, mfg date: 2016-01-31, (B)(4). Conclusion: if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) with a transient alarm determined to be a critical battery alarm. The patient indicated that the battery charging capacity was not less than 10% and the alarm resolved after manipulating the cable. The alarm was confirmed to be inappropriate on log file review. The patient later returned to the clinic complaining of additional beeping of the controller potentially associated with battery switching. Log file review confirmed power switching. The battery remains in use and the patient was changed to their back-up controller. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller ((B)(4)) and battery ((B)(4)) were not returned for evaluation. Failure analysis of the devices was not performed since the devices were not returned. Log file analysis revealed that the controller ((B)(4)) contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the alarm log files revealed one (1) critical battery alarm due to communication errors involving (B)(4) on (B)(6) 2018. Analysis of data log files revealed multiple power switching events due to momentary disconnections and communication errors. In addition, log files also revealed momentary disconnections that occurred on the secondary power source, which do not lead to a premature power switching event. Momentary disconnections will result in an audible tone. As a result, the reported event was confirmed via log file review. Based on available information, the most likely root cause of the critical battery alarm can be attributed to a communication error between the controller and battery. The most likely root cause of the reported premature power switching events can be attributed to momentary disconnections and communication errors between the controller and batteries. The most likely root cause of the reported "beeps" can be attributed to momentary disconnections. An internal investigation is open evaluating momentary disconnections. Additional products: battery (B)(4). Device evaluated by manufacturer: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
Log file review indicated that another battery had a communication error. The battery remains in use.

Manufacturer narrative:
Corrections: b5, h6, h10. Product event summary: one (1) controller and two (2) batteries ((B)(6) ) were not returned for evaluation. Log file an alysis revealed that the controller contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the alarm log files revealed one (1) critical battery alarm due to communication errors involving (B)(6) on (B)(6) 2018. Analysis of data log files revealed several premature power switching events due to momentary disconnections involving several batteries including (B)(6) . Several momentary disconnections that did not lead to premature power switching involving (B)(6) were also logged. Momentary disconnections will result in an audible tone or "beep". Data log files also revealed relative state of charges (rsoc) between 101-201 involving (B)(6) , which are indicative of a communication error. As a result, the reported events were confirmed. The most likely root cause of the premature power switching events and reported "beeps" can be attributed to momentary disconnections between the controller and batteries. The most likely root cause of the reported critical battery alarm can be attributed to a communication error between the controller and battery. Possible root causes of the reported communication error can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. An internal investigation evaluated momentary disconnections. Additional products: d4: serial #: (B)(6) h3: yes h6: FDA method code(s): 4112, 4114 d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 31-jan-2017 / serial #: (B)(6) UDI #: (B)(4) d10: no h3: yes h4: mfg date: 31-jan-2016 h5: no h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12, 4307 this event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other devices involved in this event: (B)(4). If information is provided in the future, a supplemental report will be issued.